Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The deflation issues were unable to be replicated in a testing environment due to the condition of the returned device. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the armada 14 percutaneous transluminal angioplasty catheter instructions for use states: the device is indicated to dilate stenoses in femoral, popliteal, infra popliteal and renal arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. Based on the reviewed information, no product deficiency was identified;

Event description:
It was reported that during the procedure for treatment of a totally occluded posterior femoral/tibial venous bypass, a 3.0x200 armada 14 balloon was advanced without resistance over a pilot guide wire via femoral access and dilatation was performed. The balloon was inflated to 10 atmospheres and inflation was held for three minutes. Difficulty was experienced when attempting to deflate the balloon after the first inflation. After multiple attempts, the balloon ultimately deflated and the catheter was withdrawn from the patient anatomy without resistance. Dilatation was considered complete. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all relevant information. (B)(4): indication for use.